Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that her tandem cable always falls out of the pump,usb cable is fine so she knows the metal port is the issue and it appears that the charging port pins are missing inside the metal usb port. He customer's blood glucose level was 140-143 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.